Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to communicate with the programmer or charger. The patient has not used or recharged the ipg for approximately a year due. Due to this issue, the patient had the system explanted and replaced with a competitor device.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant, states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.